Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating that she had excessive no delivery alarm. Customer's blood glucose at time of incident was 104 mg/dl. The customer was advised and explained the recurring no delivery may be due to site, set or reservoir issue. The patient's insulin is no expired or denatured. The patients does rotate site and avoids scar tissue. Customer stated the tubing is no bent. Customer stated they have tried all remedies. Customer was advised that the device would be replaced. The customer was advised to retrieve and save pump settings. The customer was advised to revert to backup plan.